Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this pacemaker was explanted. This device near or reached eri and was required to be changed oug. The right atrial (ra) lead was surgically abandoned for unknown product performance issue. No additional adverse patient effects were reported.

Manufacturer narrative:
Analysis confirmed device did not trigger replacement indicator while implanted and failed returned product test. Lab completed additional testing; normal telemetry when interrogated by zoom programmer, returned products test was passed the second time, no visual irregularities, and normal device operation was noted during testing. No adverse patient effects were reported.